Event description:
Procedure: laparoscopic pancreatectomy. According to the reporter, the knife blade would not retract after firing. The jaws would not open. The jaws would not open. The surgeon clipped on both sides of the stapler and cut the stapler out.

Manufacturer narrative:
(B)(4).